Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and tissue breakdown with device use and subsequently was administered a steroid injection to reduce tissue thickness. A weaker magnet was used following the tissue breakdown, however, the patient reportedly experienced intermittent pain.